Event description:
It was reported that a spectrum pump had the speaker rear case and cable broken. This occurred during device power up in the medicine department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "speaker rear case broken," was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be speaker was damaged, causing the pump to have no audio. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.